Event description:
Reporter calling, stating she received an urgent field safety notice letter from resmed, "reference number: (B)(4). Reporter states that she has a resmed face mask with magnets, and she has concerns that these magnets are interfering with her abbott freestyle libre 3. Reporter states that while sleeping and wearing the resmed face mask, she has received both high and low glucose readings in the middle of the night, and her freestyle libre 3 alarms loudly and disturbs her sleep. Reporter expresses her concern that the resmed mask is interfering with her freestyle libre 3. Reference report: mw5150135.